Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user's dad states the chair, after coming down a ramp, the rear casters will not go back down and the chair is tipping forward.